Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained over sensing in ventricular lead and atrial lead noise was noted. Possible lead damage is suspected. No adverse consequences for the patient were reported.